Event description:
Caller reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised to program their settings and connect their cgm to the new pump. Instructions were provided on how to return the faulty pump to tandem. The customer was also informed about the storage mode procedure and understood the process for returning the pump to avoid charges. A replacement pump was sent to the customer. Customer will continue to use current pump.